Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose level was 93 mg/dl. Reportedly, customer continued to use pump for insulin therapy.